Manufacturer narrative:
Additional information was received that the patient's ipg was repositioned in the same pocket. The patient was doing well post-operatively.

Event description:
A report was received that the patient is experiencing difficulty connecting the charger to the ipg. The patient will undergo a pocket site revision.

Event description:
A report was received that the patient is experiencing difficulty connecting the charger to the ipg. The patient will undergo a pocket site revision.